Event description:
The pt services rep (psr) of a (B)(6) female pt reported that the device kept stating "trying to baseline when the psr was trying to show pt alarms in training mode. Support explained to the psr that a baseline needed to be performed before training mode can be initiated. The psr stated that in the middle of the baseline the monitor displayed "adjust belt". Support had the psr download and the download revealed a very small signal on the ss channel. Support had the psr exchange the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor had an intermittent flex connector. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and carries many signals including the ECG signal. The root cause of the intermittent flex connector is postulated to be due to stress on the cable from the way it has to be put into the monitor at the time of manufacturing. The monitor was repaired, retested and restocked. The monitor flex cable was fixed. No adverse event resulted from the defective monitor. The pt received a replacement monitor.